Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician performed CPR to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data file showed that the signal had a rate that was calculated to be around 165 bpm and a qrs width calculated to be around 130 ms. Wide complex ventricular rhythms with a rate greater than 150 bpm are shockable however, there is additional logic to detect r and s waves with an acute slope as well as q waves. In the presence of these characteristics, the rate threshold is changed to 170 bpm. The analysis signal had these additional characteristics, with a fast slope from r to s and presence of q waves. Therefore, this signal was non-shockable. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.